Event description:
Customer reported being unable to test when using her adc meter, stating that she "was not able to get a result with the meter". Customer further reported experiencing symptoms that were described as "felt light-headed and weak". Customer denied self-treatment. Paramedics were called and transported customer to a local health care facility where she was "hooked up (to) a cardiac monitor and her sugar level is being monitored at the same time". It was further reported that "no diagnosis was given", customer "was observed in the emergency room" and "her cardiologist gave (customer) potassium and magnesium". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1254813) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, and if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Based on our investigation, raised pin (#5) has only been replicated by a strip whose tip was bent prior to insertion into the port. Label copy advises users of bent/torn test strips and also instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.